Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl - right; reason(s) for revision: pain and loosening - stem. Update received: (B)(4) 2014 - added which component became loose: stem. Re-opened: (B)(4) 2014 - to attach query doc. Update received: (B)(4) 2014 - attached patient demographics document, added patient details: height, weight, age, co-morbidities and patient activity: activity matches age and he is a fit man for his age and (B)(4). Update received: (B)(4) 2014 - attached x-rays and bi-lateral query document. Update: re-opened (B)(4) 2014 - to close (B)(4). Sent third request, awaiting translation of documents. Update received: (B)(4) 2014 - added (B)(6) reference number, added manufacturing dates and marked as legal. Re-opened (B)(4) 2014 to cross reference. Bi-lateral patient - (B)(4). Re-opened (B)(4) 2014: attached medical file - still awaiting translated version and advised of unanswered query and attached document.

Event description:
Asr revision; asr xl - right; reason(s) for revision: pain and loosening - stem. Update received: (B)(4) 2014 - added which component became loose: stem.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl - right. Reason(s) for revision: pain and loosening - stem. Update received: (B)(4) 2014 - added which component became loose: stem. Re-opened: (B)(4) 2014 - to attach query doc. Update received: (B)(4) 2014. Activity matches age and he is a fit man for his age and closed action activity request 2 and created action activity request 3. (B)(4). Bi-lateral patient - please see (B)(4) for left side revision. Update received: (B)(4) 2014 - advised according to medical file patient was (B)(6) at implant date and (B)(6) at revision date, but we were previously advised patient was (B)(6), so have left this in the patient age box. Added further reason for revision: reduced mobility.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.